Manufacturer narrative:
The customer's address is unknown. Unknown,(B)(6) has been used as a placeholder based on the reported phone area code. (B)(4). Investigation summary: one photo and two loose 10ml syringe with an opened blister packs from batch 0300257 (B)(4) were received and evaluated. One each syringe, it was observed there was a large hole outside the grad lines near the 2ml marking. There was also a lengthwise crack on each extending from the hole on each syringe. One crack went to the 5ml marking and one stated from the zero line through the hole to the 7ml marking. The damaged barrels were rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. The aql for incorrect assembly is 0.65%. The defective rate identified is 2 out of 504,000, which is 0.0004%. No corrective actions are necessary based on the defective rate identified. Batch 0300257 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip was damaged/defective. The following information was provided by the initial reporter: "we found this defective 10 ml luer lock bd syringe in our supplies today."